Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). The device was tested on the bench and an anomalous component connection was found on the hybrid. The cause of the field event was due to an anomalous component connection on the hybrid.

Event description:
It was reported that the patient presented in clinic experiencing muscle stimulation. The device exhibited backup vvi mode due to an unexplained reason. When the device was restored to the normal settings, noise was observed on both ventricular and atrial channels. In addition, loss of capture and low right ventricular and left ventricular pacing lead impedance were also noted. The device was explanted and replaced. The patient was pacemaker dependent and stable during and post procedure.